Event description:
It was reported the procedure was being performed in the pediatric clinical care unit. A resident was trying to insert the catheter into the patient's radial artery. Upon insertion, flash of blood was visible and the resident advanced the guidewire. Blood was no longer visible at that time. When the resident pulled back and advanced again, blood flash was visible again. The resident advanced the guidewire but the catheter lodged in the vessel. The physician advised the resident to remove everything. The resident pulled and removed the needle and guidewire but the catheter body became separated from the hub. The retained catheter portion was protruding through the patient's skin and the physician was able to removed the catheter from the vessel. There was no need for a cut down procedure. As a result, another kit was opened and placed successfully for the patient. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).